Manufacturer narrative:
Investigation summary: bd received one photo for investigation that shows an air bubble in the gel of two tubes. This is considered a cosmetic defect and should not impact the efficacy of the tube. Additionally, a total of 100 retained samples were visually inspected, and no gel air bubbles were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles-before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were air bubbles in the gel of 2 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were air bubbles in the gel of 2 devices. No adverse impact was reported regarding the patient or user.